Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4). The patient was enrolled in (B)(6) of 2007. A type ii lesion was identified in the left carotid artery. The target vessel reference diameter was 7.0mm and the lesion length was 10mm. There was 50% stenosis as measured via nascet. The target vessel was non-tortuous with 2+ calcium present. There was no thrombus, no dissection, no ulceration and no pseudo-aneurysm present. Cerebral protection, a filterwire ex (190cm) was successfully used during the procedure. A carotid wallstent monorail 7.0mm/40mm was successfully placed at the intended site. Pta was performed with a maverick xl balloon catheter. Atropine 1.0ui and nootropil 9g were administered during the procedure. The procedure was technically successful. Residual stenosis was 30-49%. Post-procedure, the patient was asymptomatic. The carotid wallstent was found to be patent with a 10% residual stenosis. There were no complications less than 24 hours after the procedure. The patient had a follow up visit in (B)(6) of 2007. The carotid stent was patent and there was 10% residual stenosis. The patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a follow up visit in (B)(6) of 2007. The carotid stent was patent and there was 0% residual stenosis. The patient was asymptomatic. The speech and language, mental and intellectual functions, cranial nerves and eye examination, motor system and sensory system were functioning normal and were unchanged from the last visit. The patient had a follow up visit in (B)(6) of 2008. The patient was asymptomatic with a normal, unchanged neurological examination. The stent was found to be patent. There was 60% residual stenosis. No complications were reported. No further data regarding the increased residual stenosis was provided.